Event description:
It was reported that during a da vinci s hysterectomy procedure, the harmonic curved shears (hcs) insert accessory installed on the hcs instrument broke and fell into the patient. The insert accessory was retrieved and the procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering found one insert with a broken curved blade and the other was found to have a broken clamp arm. One side of the hinge features that mate with clamp arm pins is severely bent backwards. Damage is consistent with hyperextension of clamp arm. Engineering concluded that breakage of the harmonic curved shears (hcs) insert accessory was most likely caused by mishandling or misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.